Event description:
Reportedly, there was smoke coming from either the ventilator or the external screen along with some smell during use on a pt. Then, the gui and the external screen turned black. The ventilator was switched to another one without further issues. There was no pt injury in this case.

Manufacturer narrative:
(B)(4).